Manufacturer narrative:
Corrected: date product recd by mfg. Evaluated by manufacturer following further investigation by applied research and bioengineering, notification was received that: with the information provided it is not possible to determine the root cause of the implant failure. No reason for revision of the left hip is given. It is not possible to comment on possible systemic effects associated with the opposite hip (with competitor implants). No x-rays are provided. Measurable wear was seen on the head and damage was seen on the liner. This would have released metal debris/ions. Taper damage was recorded as level 4 on the head taper interface. Some damage was seen on the liner taper and the stem/sleeve taper interface. All interfaces would release metal debris and/or ions. The composition of the debris would depend on the substrate material. It is not possible to say if this device failure due to the contra-lateral hip or other patient factors, surgical procedure, surgical process or device related issues. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to potential alval in left hip. The metal insert was replaced by polyliner. During the surgery, it was noted that black metallic powder was attached to the neck of the stem.